Event description:
It was reported that the patient was experiencing ocular discomfort and glare in their right eye (od) resulting in the need for an explant of the intraocular lens (iol). The patient was stated to be unable to drive at night. There was no reported patient injury and the patient is doing well after explant. The iol will not be returned as it was discarded. No additional information was provided.

Manufacturer narrative:
Ethnicity: unknown; requested but not provided. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.